Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, she was having a medical procedure and she passed out. Customer stated her blood glucose was within the 60 mg/dl. Customer stated she was leaning against a wall during the procedure, the she passed out and fell to the floor with her insulin pump. The insulin pump was then damaged. The battery cap came out of the device and was unable to fine it. Customer has discontinued use of the device and reverted to her back up plan. Customer is returning the device for analysis.

Manufacturer narrative:
Pump received with normal operating currents and passed the self test, unexpected restart, displacement test, rewind, basic occlusion test, occlusion test, prime, excessive no delivery test, and the delivery accuracy tests. No cracked or shattered lcd window noted during physical inspection. Pump received with minor scratched lcd window and scratched reservoir tube window.